Event description:
Procedure: lap chole. According to the rptr: when the instrument was removed from the trocar there was no specimen in the bag as it had fallen out through a hole in the bottom of the bag. The incision needed to be extended by one inch to remove the specimen. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).